Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Event description:
It was reported that during a robotic cystectomy procedure, on the first firing with a white cartridge the device was difficult to close and the staples did not fully form. On the second firing the surgeon waited fifteen second before firing and the device fired better but there was some bleeding. For the third firing the surgeon waited fifteen seconds and then fired. Again there was some bleeding. The bleeding was controlled by suture. The device was fired a fourth time and the staples were twisted and mangled. A new device was used to continue the procedure. There was no impact to the patient.